Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-ray was not fired. The system  was booted up normally before the case. Then the site heard a beeping noise inside the generator. They tried to fire and it was not achieved. The resolution was to adjust the low voltage supply to 5.17 v. No patient was present at the time of the event. Additional information was received stating that the site called the manufacturer representative (rep) over the phone and they tried to help them resolve the issue. The site did not take an x-ray and they tried to reboot the system a couple of time. The issue remained. The rep then went to the site and adjusted the low voltage supply.